Event description:
It was reported metal impactor broke when setting the offset on the glenosphere with the adapter on the back table. The patient was not involved. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Product code:phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Product code:phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported metal impactor broke when setting the offset on the glenosphere with the adapter on the back table. The patient was not involved. No additional information is available. No adverse event was reported.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual examination of the returned product identified signs of use and fracture of the impactor pad. The features of the fracture surface visually align with an overload fracture failure mode. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.